Event description:
It was reported the ventricular lead was not capturing and the thresholds were high. The lead had advanced further into the apex and high output pacing caused diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.